Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 10:49 am, the result from the meter was 4.9 inr. The customer did not take his warfarin. At 10:54 am, the result from the meter was 3.7 inr. On (B)(6) 2018 at 08:56 am, the result from the meter was 4.3 inr. At 08:59 am, the result from the meter was 3.1 inr with the same finger. At 10:26 am, the result from the meter was 3.0 inr. At 10:30 am, the result from a clinic's coaguchek xs meter was 2.9 inr . There was no allegation of an adverse event. The customer was "fine". The customer was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.4 inr, retention strips, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Patient may have used same finger for results. According to the coaguchek xs pt test package insert, a different finger needs to be used for separate tests. If using same finger, this could cause result discrepancy.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.